Manufacturer narrative:
H6: investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22035027. The feedback provided by the customer suggests the smartsite piston remained recessed following disconnection; however no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22035027 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported while using bd smartsite¿ needle-free connector, was defective. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the child came to our hospital for urology treatment due to phimosis. On (B)(6), 2023, when the nurse used the infusion connector for infusion, she found that the infusion connector did not rebound, so she stopped using it immediately and replaced it with a new needle-free airtight infusion connector.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H6. Investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22035027. The feedback provided by the customer suggests the smartsite piston remained recessed following disconnection; however no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22035027 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2000e china product.

Event description:
It was reported while using bd smartsite¿ needle-free connector, was defective. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the child came to our hospital for urology treatment due to phimosis. On (B)(6), 2023, when the nurse used the infusion connector for infusion, she found that the infusion connector did not rebound, so she stopped using it immediately and replaced it with a new needle-free airtight infusion connector.